Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a blade broken. The blade broke at roughly 0.30¿ from the base. The broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The instrument was found to have a damaged teflon pad and a broken housing lever. One lever was found to go into the housing, as opposed to being flushed with the housing.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, the tip was broken and the release button was not in the right position. The instrument was replaced. The procedure was completed with no reported patient harm, adverse outcome, or injury. There was no report of fragments falling inside the patient.